Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly repositioned.

Event description:
The recipient's device has reportedly migrated. Repositioning surgery is scheduled.